Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced chest pain with inspiration and pericardial effusion was noted by echocardiogram. Subsequently, both right atrial lead and right ventricular lead was repositioned due to a lead perforation was suspected. No additional adverse patient effects were reported.